Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer experienced an application crash, during an implant procedure. The application was closed and restarted, and connections were re-established. The programmer remains in use. No patient complications have been reported as a result of this event.